Event description:
A pixel issue on the pump display was reported by the customer, affecting their ability to interact with the pump and read the screen. There was no reported impact on the customer's blood glucose level at the time of the event. The pump, which was under warranty, was replaced, and the customer was given instructions for returning the malfunctioning pump. The customer, however, declined to share their backup therapy plan to ensure uninterrupted insulin delivery.